Event description:
On 02/04/92 patient underwent posterolateral fusion with instrumentation from l4 to s1. On 05/24/93 the instrumentation was removed and replaced with bone graft. Patient had a pseudoarthrosis and failed fusion.